Event description:
It was reported to philips that the system would not produce x-ray. No harm to patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the isb (image storage board). System was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot produce x-ray and live monitor was off. A review of the system logfiles found x-ray was not possible. Upon troubleshooting actions, fse identified the issue with image storage board (isb). Fse replaced image storage board (isb). After replacement, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced the hdd after replacement of the hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.